Event description:
A customer reported that labor and delivery had a set with a broken connector. The rptr had limited info and it is unk whether the product was on a pt. Although requested, no further info has been provided.

Manufacturer narrative:
(B)(4). The customer's report of the set being broken at the connector was confirmed. The silicone tubing was observed to be partially torn at the upper fitment. The o-ring is still present on the upper fitment and still holds a portion of the silicone tubing. Crush marks were observed on the upper fitment. Functional testing was deemed unnecessary and was not performed due to the torn silicone tubing. The root cause of the customer's experience is unk.